Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) top lcd display damaged. There was no patient involvement.

Manufacturer narrative:
Additional contact details: person name: (B)(6). Phone number: (B)(6). Email: (B)(6). Occupation: biomedical engineer. It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the top lcd display of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was a collection of dead pixels in the bottom left hand corner. In order to fix the issue, the fse replaced the top lcd assembly (0160-00-0127). The display test passed in service mode. The fse then completed a pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the lcd assembly in the failure analysis and testing department per procedure.